Event description:
It was reported that high, high voltage lead impedance was observed. After further investigation, it was noted that the impedance has been trending up on the rv - can and svc ¿ can. The decision was made to continue monitoring the lead at this time. The patient was stable.